Event description:
It was reported that the fast fix was only loaded with 1 anchor. A minimal delay was reported. A backup was available. No patient injuries were reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device confirmed the needle is bent on two planes. No suture or ts were returned. The actuator is in its post t2 deployment position indicating a complete deployment. The distal end of the depth limiter is crumpled/damaged. Per the device IFU under warnings "do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed." Due to the manual nature of the device assembly and the high detectability a construct with only one t assembled would have been identified during the manufacturing process.